Event description:
I had the essure device implanted in (B)(6) of 2012 after having had 4 children. I was (B)(6) and in perfect health. Within a month of the implant I started having health issues. It began with allergies and ear pain, shifted to digestive issues, headaches and everything in the list below. After seeing many types of doctors to uncover the cause I realized the timing of all of my problems began after this implant. Chronic ear ache/pains, cramping sharp/stabbing pelvic pain, discharge, dysplasia, night sweats, loss of libido, hot flashes - painful intercourse, painful/heavy menstrual cycles, unable to orgasm, yeast infections (candida), urgent/frequent urination, vagina itching, burning. Stinging breast pain/tenderness/knots, abdominal spasms, back, joint, chest, leg, breast, neck, spine, hip. Heartburn, bowel issues, severe extended headaches, tingling sensations, brain shocks, nerve pain. Anxiety/panic attacks, mood swings, stroke symptoms, depression, ringing in ears, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss). Mood disorders, numbness/tingling in extremities, nerve pain, tremors/shakiness, dizziness. Unexplained/easily bruising inability to maintain blood sugars (hypoglycemia), chronic extreme fatigue, chemical and food sensitivities, metal allergies, allergic reactions, food allergies, gluten sensitivity, rashes, acne skin, irritation/itching, heart palpitations/murmur, hair loss, facial hair growth, dental issues, weight gain, swollen glands, jaw pain, muscle spasms floaters, blurred vision, dry eyes, sweat, dry skin, bloating.